Manufacturer narrative:
Resolution and disposition: the fse replaced only the sensor pcba to address the reported problem.

Manufacturer narrative:
The fse replaced the main pcba, main pcba to sensor pcba cable and cpu pcba to address the reported problem. The customer returned main board was tested and no failures were identified. The cpu pcba was tested and no failures were identified.

Event description:
The customer reported the ventilator failed while in use on a patient. The fse reported review of the device diagnostic log indicated a vent inop due to pressure sensor failure. The customer reported there was patient involvement and no patient harm.

Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported the ventilator failed while in use on a patient. The fse reported that a review of the device diagnostic log indicated a vent inop due to pressure sensor failure and a restart. The customer reported there was patient involvement but no patient harm.